Event description:
Hill-rom received a report from a hill-rom technician stating the head section would not lower when CPR lever was used. The bed was located on m floor bed shop at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the CPR valve was stuck. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2007 - 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced CPR valve to resolve the issue. Based on this info, no further action is required.